Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was discarded. A product quality deficiency could not be confirmed. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no additional/similar (as applicable) complaints for this order number. Have been received. Labeling review: the directions for use (dfu) were reviewed, the dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported zxt225 23.0 diopter intraocular lens (iol) was implanted in the patient¿s ocular dexter (right eye) on (B)(6) 2019. The lens will be explanted on (B)(6) 2019 due to complaints of dysphotopsia and visual disturbance. Through follow up, customer account provided additional information confirming reported symptoms of dysphotopsia/visual disturbance was first noted on (B)(6) 2019, zxt225 23.0 diopter iol was explanted on (B)(6) 2019, and the replacement lens was a zct225 22.5d iol. It was also reported the patient did not have any contributing medical history, there were no complications during the lens exchange, no vitrectomy, and patient outcome was reported as the patient is happy. No additional information was provided to johnson & johnson surgical vision.